Event description:
It was reported that the ilet bionic pancreas did not display dexcom g7 continuous glucose monitor (cgm) glucose readings following a factory reset, while the dexcom mobile app continued to show values, and readings resumed on the ilet during a troubleshooting call. No clinical signs, symptoms, or conditions were reported, and blood glucose remained unchanged. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. User support included customer troubleshooting and education and confirmation of restored communication between the cgm and the ilet. Investigation of this case revealed a temporary communication issue limited to the ilet display with no sensor failure and no pump malfunction, consistent with transient signal loss between the cgm transmitter and the ilet receiver. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption that resolved with reconnection following system reset and user guidance.